Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the customer's issue. No alarms went off during power up or power down and neither were any alarm messages found in the event history. No fault was found with the returned device. The downstream alarm was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device had been constantly beeping. No adverse effects reported.